Event description:
It was found via search that the patient passed away. Per neurologist's office, patient was last seen on (B)(6) 2014 and the patient's sister had called to report about patient's death. No additional relevant information has been received. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep.

Event description:
Additional information was received from the neurologist's office that the patient was found dead on the bathroom floor. Autopsy was performed but the results were unknown. The neurologist presumed the death to be sudep related. The patient did pass away suddenly or unexpectedly. The death was not believed to be related to vns therapy. The neurologist's office reported the believed cause of death as sudep. The believed relationship between vns and cause of death is unrelated.